Event description:
Customer reports an increase in low glucose levels in neonates (0-12hours of age). Confirmatory tests sent to lab result higher than poc meter. Reference device: roche cobas. Two (2) patients admitted to nicu, given excessive amounts of glucose gel.

Manufacturer narrative:
No product has been returned from the facility. The meters and strips remained in use/service at the facility. Qc results before and after the reported incident(s) of low blood glucose results passed. Troubleshooting performed after the reported incident(s): performed qc-passed. Ran linearity-passed. Performed precision study using linearity samples- no issue found. It is unknown what necessitated the transfer of two of the newborns to the nicu. Unknown if due to administration of gel glucose or due to newborn birth condition (refer to section b7). Nova biomedical initiated an investigation to test the retain strips from the glucose test strips from lot 0323206249. Retained nova statstrip glucose test strips (lot 0323206249) meet all the performance acceptance criteria for blood speciments for testing done using retained nova statstrip glucose meters. There were no discrepant values obtained during the testing. The results described in the complaint were not reproduced. The customer complaint was not confirmed. Based on the results of the retain testing and further supported by information provided by the complainant all qc and linearity results passed, the most probable/contributory root casue may be attributed to preanalytical factors related to techniques to obtain capillary heel stick on newborns. All device history records are reviewed for quality inspections and compliance prior to approving the product for distribution. No further action is recommended at this time. Nova biomedical will continue to monitor for this or similar events. The statstrip glucose meter serial numbers reported by the complainant: meter: (B)(6) - dom: (B)(6) 2022. (B)(6) - dom: (B)(6) 2024 (B)(6) - dom: (B)(6) 2024 (B)(6) - dom: (B)(6) 2023.